Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose levels. The blood glucose levels specified by the customer was 58 mg/dl, 460 mg/dl, 200 mg/dl. The insulin pump rejected new batteries and rewind anomaly. The insulin pump was slower and louder during the rewind process and there were cracks in the casing. The insulin pump will not be returned for analysis.